Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d284drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during a device upgrade procedure it was noted that the right ventricular (rv) lead insulation was damaged/crushed close to where the lead fits into the device. The damage was on the pace/sense portion of the lead so that portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.